Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received no unexpected rewind anomalies and no unexpected excess no delivery alarms noted. The insulin passed displacement, prime/a33 and excessive no delivery tests. The insulin pump minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer received multiple no delivery alarms during prime and has had trouble rewinding the insulin pump. The customer's blood glucose levels are unknown. The customer stated that she is able to manually prime the insulin pump but receives a no delivery alarm every time she tries to prime through the insulin pump. Standard troubleshooting was not completed. The product was returned. Nothing further was reported.